Manufacturer narrative:
E1 reporter phone number - (B)(6). Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the ipg became inoperable following an unrelated procedure where the device was not placed in surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The reported observation of cannot connect to generator was confirmed. The analysis results concluded the inability to turn on the implantable pulse generator (ipg) stimulation was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient surgical procedure and not placing the device in surgery mode.